Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) unspecified extension sets would not flow. It was further specified that a clearlink system continu-flo solution set was connected to the extension set. The extension set was changed three (3) times and still would not flow. This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.